Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: surround flow. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that a (B)(6) male patient, who had a left ventricular assist device and was on chronic anticoagulation, had a localized pericardial effusion, which required surgical drainage. The site of perforation was not confirmed on surgical exploration. However, the effusion was not thought to be related to brfa, as the site of brfa was on the mid-interventricular septum. This patient had recurrent ventricular arrhythmias and ultimately underwent cardiac transplantation. Additional information was received from author indicating that bwi device cited in the article did not led to the reported adverse event. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"clinical and biophysical evaluation of variable bipolar configurations during radiofrequency ablation for treatment of ventricular arrhythmias." The purpose of this study was to evaluate various brfa settings, including active and ground catheter tip orientation and use of variable active and ground catheters during brfa. Of the 324 ablation procedures of ventricular arrhythmias performed at university of colorado hospital from january 2013 to march 2016, 14 procedures in 10 patients included brfa. The suspect device is a smarttouch ablation catheter, however catalog and lot number are unknown.